Event description:
Spontaneous report was received in april 2005 and may 2005 from a surgeon regarding a pt who received seprafilm after lysis of adhesions, under the abdominal wall on top of the small bowel, as the omentum was inadequate. Upon re-exploration in 2005, the small bowel was so densely adhered, it could not separate. However, the small bowel was able to separate from the abdominal wall. A patholgist is concerned about carcinoma signet cells on the surface of the small the pt has not yet recovered. It was the opinion of the surgeon that event was severe in intensity and possibly related to seprafilm. No furthe information was provided.